Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. Microscopic inspection found the balloon burst 9mm from the tip of the device. Microscopic inspection of the proximal weld presented no damage or irregularities. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery (mrca). Following deployment of a 3.0mmx12mm non-bsc stent, a 15mm x 3.00mm nc quantum apex balloon catheter was advanced for post-dilation. The balloon was inflated however during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery (mrca). Following deployment of a 3.0mmx12mm non-bsc stent, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilation. The balloon was inflated however during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.